Manufacturer narrative:
(B)(4). Endoscopic removal of silicone tube title: traumatic laryngotracheal stenosis treated by hyoid-sternohyoid osseomuscular flap combined with xenogenic acellular dermal matrix: a case report and literature review source: journal of international medical research 2017, vol. 45(5) 486-494. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
According to the literature source of study performed between february 2015 and june 2016, an emergency orotracheal intubation and tracheostomy were performed for a patient presented with hemoptysis of the neck due to a traffic accident. Four months after surgery, the silicone tube migrated into the right bronchus because the sutures were absorbed (this occurred because space was present between the metallic tube and silicone tube). The silicone tube was endoscopically removed under local anesthesia. Twenty days later, the patient was decannulated. CT showed that the airway was patent. Three months after decannulation, laryngoscopy showed that the laryngeal cavity was no longer stenosed and that the motivation of the left vocal cord was fixed.